Manufacturer narrative:
The olympus repair center found the device displayed a b30 scope communication error and had no image. Taking photos was no possible due to the error. Olympus found a third party cable assembly was used, and the image works as intended using an olympus cable assembly. Additional defects found include: dead pixels in the image. Cable boot has damage at video connector side. Cable assembly failed pressure leak test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the hd autoclavable camera head would not take pictures. There were no additional details provided, and no report of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was also updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the phenomenon of ¿b30 scope communication error¿ was reproduced at the repair department, ¿no image¿ was not. B30 error occurs when communication failure happens between the camera head and the processor. B30 error seems to have occurred due to faulty cable causing communication failure. Also, it is presumed that the image did not appear temporarily due to faulty cable. As for the cause of faulty cable, it occurred seemingly due to use of non-olympus cable by a third-party repair. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿this camera head does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ olympus will continue to monitor field performance for this device.

Event description:
The event did not occur during a procedure.